Event description:
Procedure type: gastrectomy. According to the reporter: the first 45 blue load stapler used on the stomach misfired as staple gun broke. The misfire tore the stomach pouch in the location of anastomosis. This misfire had to be resected and over sewn by hand due to the increased risk for leak.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.